Manufacturer narrative:
Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer could not insert the sheath. Therapy was continued using another manufacturer's sheath. It was noted that there were no issues such as the insertion angle or scarring at the insertion site. There was no patient harm or adverse event reported.

Manufacturer narrative:
The sheath was returned with blood on the returned components. No damage was observed. The iab catheter was not returned for evaluation. The sheath was measured and was found to be within specification. The reported event cannot be confirmed by the evaluation and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.